Event description:
A male patient contacted lifecor customer support to report that the tactile box will not quit vibrating and nothing is showing on the monitor display. Support sent a patient service rep (psr) to the patient to diagnose the problem. The psr stated that when the battery pack was inserted into the monitor, the monitor would announce "to activate device please press response buttons". She tried to press the response buttons and they would not work. The psr replaced the patient's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a damaged end cap. A cable from the transition board to the ca board was loose. The cable was the one that provided power to the response button and also ran the tactile alarm on the electrode belt. The monitor was repaired. The monitor was retested and restocked. The root cause of the monitor not being able to recognize a belt is unk, but is likely due to the monitor being dropped. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.